Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for symptoms and high blood glucose test results. Son is calling on behalf of the customer. Customer is concerned with tests results of 400'smg/dl. The expected fasting blood glucose test result range is 120 to 160mg/dl. The customer did not report symptoms at time of call but did report previous symptoms from earlier that month. Medical attention is reported as a result of the reported symptoms a time of incident. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/15/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Customer called in states the meter is reading high. Customer states the meter read in the 400's fasting in the morning before breakfast. Customer states their normal fasting range is 120-160mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia at the time of call. Could not pull up the readings from the memory. The meter did not turn on. Customer advised she is no longer on lantus. Caller states when he saw her she was not coherent, was not talking, non-responsive, and unconscious and that she fell. He gave her honey and pineapple juice. By the time she arrived at the hospital she was coherent, and her blood sugar was normal. Caller could not provide an exact number of results. Customer did not receive any treatment at the hospital and was discharged on (B)(6) 2018.